Event description:
Arjo was informed about the event involving the enterprise 9000x bed. It was indicated that the backrest section of the bed moved unintended. No patient involvement and no injuries were reported. An arjo representative visited the customer to inspect the device. The bed was working correctly.

Manufacturer narrative:
It was indicated by the arjo representative that the most likely scenario is that the mattress pushed buttons on the control panel, which is placed on the inner side of the side rail. This is in line with the observation during the device inspection, that the mattress was hanging off the side of the bed and did not fit into the bed frame. The procedure of proper installation of the mattress on the bed platform is described in the instruction for use dedicated to enterprise 9000x (IFU 746-591-en). The IFU indicates also possible hazards in procedures, which, if not correctly followed could lead to hazardous situations, such as unintended movement reported: "always use a mattress of the correct size and type. Incompatible mattresses can create hazards." ¿the controls require only a single press to activate. To prevent unwanted movement of the mattress platform, avoid leaning against the split side rails and keep equipment on and around the bed clear of the controls.¿ based on the above, it can be concluded that the incorrect mattress installation on the bed platform has further contributed to the unexpected pressing of the control panel button and eventually raising of the backrest. To sum up, there is no indication that the device was used with a patient when the event occurred. Although the device was working correctly, the enterprise 9000x did not meet its performance specifications as the bed section moved unintendedly. This complaint decided to be reportable due to indication of an unintended movement of the bed. No injury was reported.